Event description:
It is reported that while removing the spike arm, the spike broke off in the pt's tibia.

Manufacturer narrative:
Evaluation summary: as returned, the longer of the two spikes has fractured at its base. Material hardness is conforming to print specification. The device has a potential field age of approx 10 years. Fracture of the spikes may be attributed to several factors, some of which may include: the absence of a radius at the base of the spikes, off-axis impaction, and/or degradation of the material properties due to age and use. Due to the age of the device this failure can be most likely attributed to the device exceeding its useful life due to normal wear. Evaluation: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected by either method.